Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an error b30 (scope communication error), and showed no image when connecting an endoscope. The error persisted after cleaning the light source. The issue occurred during preparation for use for an unspecified procedure and an alternate light source was used to complete the procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the evaluation, the probable cause for phenomena (1) and (2) was likely due to signal that could not be transmitted, and communication error occurred. However, since the actual device was not returned to olympus, and since detail condition of the actual device could not be confirmed, the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.